Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the image was not displayed due to printed circuit (dx) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii video system center had no image. The issue was found during preparation for use, and the diagnostic procedure (bronchoscopy) was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. Device evaluation found no image on the monitor screen which was due to a defective printed circuit board. The additional evaluation findings are as follows: corrosion and rust found on printed circuit board, and connector on printed circuit board found broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.